Event description:
A us distributor reported that the patient was asleep and woke up on the floor after being shocked during ventricular fibrillation and ventricular tachycardia. Patient had fallen and had lesions on their head and a big bump in the center. Patient was bleeding and vomiting a lot. The patient does not recall how the injury occurred. Patient was taken to the hospital following the event. Hospital staff took patient for a CT scan. Patient states the hospital cleaned the wounds to prevent infection. There were no stitches or brain injuries. The area has since healed and is completely healed except for a few scratches. The patient received a pacemaker and continues to wear the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The monitor and electrode belt have not been returned to the distributor for evaluation.